Event description:
The surgeon reported that the patient was a poor performer and became a non-user of his cochlear device. The patient's device was explanted and there are no plans to reimplant the ipsilateral ear.